Event description:
It was reported that for the past couple of months, the patient had been having "overdose symptoms" 1-2 times per week. First the patient "smells drug in her nose" then she felt very lethargic for the next 12-15 hours. She usually slept it off then felt better, but was weak and tired. Then the patient would be fine for 5-7 days and then it would happen again. The worst episode yet was (B)(6) 2013; the symptoms lasted until (B)(6) 2013. The patient went to her doctor¿s office on the (B)(6) 2013. The patient was nauseous and vomiting and her stomach hurt from the meds. The physician¿s assistant told her that he didn¿t think the pump was causing her symptoms. No testing had been done to test the pump function. The pump medication had not been recently changed. The pump had last been refilled about 1.5 months ago; there was no volume discrepancy at that visit. It was noted that the patient was taking an antidepressant "pristiq" and had been taking that drug for years. The patient also took hydrocodone ibuprofen orally (7.5/200mg ) prescribed by her doctor for break through pain. The patient had taken that for years, but didn¿t use it very often. Lately, because the doctor was decreasing the drug in her pump, she had been taking it once per week for the past 4 weeks. Prior to that, the patient would take it once every 3 weeks for break through pain. At her last visit on (B)(6) 2013, the doctor turned down the pump medication by 33%. The pump was delivering hydromorphone and clonidine. The patient was very nervous that her pump was having problems. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that the cause of the event was unknown. There were no apparent pump performance issues. The expected reservoir volume equaled the volume taken out at refills; there were no discrepancies. There were no motor stalls or mris. There were no suspected catheter issues. It was thought that it might be the patient¿s oral meds for other conditions or other disease process causing symptoms. In an attempt to rule out the pump as a causative factor, they titrated the patient off of the intrathecal medication and put saline in the pump. A week following removal of the pump medication, the patient was feeling better and her symptoms had subsided. It was noted that the patient¿s symptoms of feeling sedated intermittently with metallic taste/smell at times were ¿not related to pump fills/changes¿. Currently there was saline in the pump. The patient outcome was reported as ¿no injury¿.